Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4).

Manufacturer narrative:
(B)(4). Not returned to manufacturer yet.

Manufacturer narrative:
This report is filed may 1, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2014.